Event description:
Surgeon e-mailed picture of a distal radius (volar) plate that had fractured, which required intervention to remove the broken plate. Surgeon noted in second e-mail that the pt was a smoker, he performed a corrective osteotomy and he used the plate to distract the distal radius mal-union. He also noted that the pt was a high risk for this event to occur.